Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 3005168196-2016-00843, 3005168196-2016-00845. The device is not available for return.

Event description:
The patient was undergoing a coil embolization procedure in the left middle cerebral artery (mca) using penumbra coil 400 coils (pc400 coils) and a px slim delivery microcatheter (px slim). During the procedure, the physician advanced the px slim and another manufacturer's 4.2 french catheter coaxially through the other manufacturer's 7.0 french catheter. The tip of the px slim was advanced into the target vessel and then the physician attempted to place the first pc400 coil. While advancing the pc400 coil through the px slim, the physician experienced resistance near the second radiopaque marker of the px slim and was unable to advance the coil any further. The physician then removed the px slim from the patient and successfully advanced the coil through the px slim while outside of the patient. A second attempt was made to advance the same pc400 coil through the px slim inside the patient; however, resistance was encountered at the same position and the physician was unable to advance the coil any further. Therefore, both the pc400 coil and the px slim were removed. Thereafter, the physician opened a new px slim and attempted to advance the same pc400 coil through the px slim inside the patient's body. However, resistance was encountered near the second radiopaque marker portion of the px slim and subsequently, the coil became stuck inside the px slim. Therefore, both the px slim and pc400 coil were removed from the patient and the procedure was completed using another manufacturer's coils and microcatheter. There was no report of an adverse effect to the patient.